Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at display window and reservoir compartment. Customer states that damage may have occurred while changing oil. Customer's blood glucose was 121 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Cracked reservoir tube and cracked lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.